Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc231670e0 , model: sc-2316-70e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the physician believed that an epidural hematoma was formed after two hours of the patients trial procedure. The patient experienced paralysis. The trial leads were pulled out and the patient regained movement and feeling in the legs. The explanted leads were discarded.